Manufacturer narrative:
Conmed did contact the user facility/initial reporter. The user facility/initial reporter was unable to provide the part number/catalog number for the suspect device. The user facility was also unable to provide additional info regarding the event. With no additional, specific info we are unable to confirm the suspect device to be a conmed product.